Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and hematuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, bleeding, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other. It was also reported that the patient underwent partial mesh removal and cystoscopy on approximately (B)(6) 2009, and mesh removal with a marshall- marchetti-kranz procedure on approximately (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent a right inguinal hernia repair on (B)(6) 2013. No additional information was provided.